Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Corrected fields: d9 (should have been marked as yes since the initial), e1 (first name needs correction to delete ¿electro¿, e1 (address should have been corrected to delete ¿de mallo¿), e3 (should have been left as ¿none selected¿ since the initial) and g2 (foreign should have been marked since the initial). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit and the color tone of the image is not proper. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in the cable unit, causing a no proper color tone of the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head fails when connecting to the video processor. There were no reports of patient harm.